Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid right coronary artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.